Event description:
The catheter was inserted all over the prolene suture. The wave guide was inserted through the catheter after purging the catheter with saline and subsequently air. There was a rather sharp turn in the posterior midline as a fistula made a sharp turn through the muscle to exit out the internal opening. This made making the curve somewhat difficult. We actually had to drag catheter with the laser inside of it through all the way until the laser had made it past that area. The laser was then passed beyond the catheter itself. We then exchanged the anal retractors for the laser appropriate anal retractors. Unfortunately with the way that the fistula was angled as well as the fact that this opening of the retractor placed excessive stress on the wave guide. The wave guide itself was noted to have fractured distally. The whole system was removed and a second catheter was placed through the tract with another wave guide this time without the retractor in place to avoid any undue stress on the wave guide. The waveguide was never hooked up to the laser or fired.